Event description:
It was reported that pump experienced malfunction with code displayed and no events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset without recurrence of malfunction, and was advised to continue using pump and call back if problem happened again, which customer acknowledged and understood.